Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number rbl2320 low-profile primary guide was returned for evaluation. The returned guide was examined under magnification. The primary guide broke directly across the slider and across the root of the first thread. The v-shaped root of the thread is a stress concentration area. The mode of fracture was a transverse brittle fracture. No fatigue lines were noted, implying an acute event rather than fatigue from repeated use. Analysis of fracture line allowed pieces to be paired together with a high degree of confidence. Based on the investigation performed, it is possible over tightening of the primary guide during compression resulted in the reported event; however, the root cause of the failure could not be conclusively determined.

Event description:
It was reported during surgery, the rbl2320 low-profile primary guide broke in to 2 pieces while removing it from the rib plate. It was reported there was no patient harm, and both pieces of the device were successfully removed from the patient. The surgery was completed, and this issue did not prolong the surgery.